Event description:
It was reported that during a device replacement procedure an episode of pacing inhibition occurred, due to the pacemaker nominally being programmed to bipolar configuration when the patient's chronic leads were unipolar. The device was quickly reprogrammed and the issue resolved. No adverse patient effects were reported.